Event description:
During a routine maintenance visit, ge healthcare service rep noted that the machine was allowing n2o delivery without o2 flow. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.